Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a procedure performed on (B)(6), 2011. According to the complainant, the sheath "broke" approximately six inches from the handle while the user was attempting to loop a polyp. The device was removed from the patient and the procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a procedure performed on (B)(6) 2011. According to the complainant, the sheath "broke" approximately six inches from the handle while the user was attempting to loop a polyp. The device was removed from the patient and the procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the flare to be detached, and three kinks along the working length were noted. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.